Event description:
Philips received a complaint from the customer reporting a low tidal volume on the v60 ventilator. The device was in clinical use. There was no report of harm. A philips authorized service provider (asp) evaluated the device and confirmed the reported issue. The asp reported the issue was the result of leakage. The device was not properly connected to the patient circuit. The asp reported the unit remains out of service due an unrelated issue which the customer has declined to repair at this time. The investigation concludes that no further action is required at this time.